Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced in-stent restenosis. The target lesion was located in the distal lcx, l-av per core lab, with 90% stenosis, a length of 16.0 mm and reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 20 mm taxus express2 study stent with 0% residual stenosis. A non-target lesion in the proximal lad was treated with a taxus express2 during the index procedure. The patient was discharged 2 days later on aspirin and clopidogrel. On 545 days post index procedure, the patient presented with left-sided chest pressure radiating to his back associated with pre-syncope and diaphoresis. Clopidogrel had been stopped for three days the previous week for a dental procedure. The distal lcx was treated with cutting balloon angioplasty and a 2.75 x 23 mm non bsc stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.